Event description:
The lay user/patient contacted lifescan on may 12, 2008 and alleged that his one touch ultra meter was powering off during use. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred about a week ago at 8:00 am (no specific date provided). He also mentioned that he felt weak, and trembles ("had the shakes") after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. He was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the pt had dropped the meter. He did not replace the battery per the owner's manual (use error) and did not have a new battery for replacement. The pt was educated on automatic shutoff and the meter did power off before the time was up. This complaint is being reported because the pt alleged that he experienced symptoms suggestive of hypoglycemia after the reported issue began. The pt had dropped the meter and had not replaced the battery per the owner's manual. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.